Event description:
The customer reported multiple instruments that were broken during procedures, the surgery dates were not provided. The customer confirms no adverse events for any of the procedures, however, this product is subject to the two year malfunction rule.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The lot numbers were not provided by the customer when the complaint was reported, however a total of nine (9) elevators #301 (lot # 011014a14 (1unit) manufactured jan. 10, 2014, lot #041513d13 (3 units) manufactured april 15, 2013 and lot 082412h12 (5 units) manufactured august 24, 2012) were returned for evaluation. Seven (7) elevators were found with the tip of the instrument chipped and two (2) elevators were found with the entire tip broken off. None of the broken fragments were returned. There are marks and signs of wear on the instruments reflecting normal use; no significant signs of discoloration were found. There are no indications of manufacturing defects. The product prints and device history records were reviewed an no non-conformances were identified. The most likely underlying cause of the complaint issue is excessive force applied by the user.